Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1475 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redq1475) have been reported from the same facility.

Event description:
Facility reported, "we tried the way we have been practicing for a while now which I believe is best practice but taking the inside of the introducer and sliding it over the wire to stretch it out enough to hopefully not have to make a nick but the introducer bunches up and starts to shred with minimal pressure applied. Even with nicks we have been most of the time unable to even get this introducer in and having to drop a better introducer like the galt." It was reported that two introducers have bunched up and shredded. This report addresses the second device.